Event description:
The customer reported that while monitoring patients on a exhibit central station, all telemetry patients went offline for two minutes. There was no patient or user harm associated with this event.

Manufacturer narrative:
It was reported that the outage resolved itself after two minutes. A spacelabs technical support engineer remotely connected and could not find any network related issues. Cause of failure could not be identified as no issues were seen on the telemetry network.